Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst commented that both the right ventricular (rv) lead and left ventricular (lv) lead were programmed to high parameters of 6v and 1.50 ms pulse width. The analyst also commented that atrial rate limit power on reset (por) occurred on 2015-(B)(6), which is after the device was explanted.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had unexpected longevity. Over the device life two shocks occurred and the left ventricular (lv) lead threshold was high. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.